Manufacturer narrative:
Supplemental information will be provided once the complaint investigation is completed.

Event description:
It is reported that during the procedure while putting in the cage and blades, the draw rod broke inside the cage when the surgeon tried to disengage the draw rod. Another instrument was used to remove the rod. There were no fragments, no adverse consequences to the patient is reported.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment. The customer reported event of tip fracture was confirmed via visual inspection. The fracture pattern and shear lip indicate that the device fractured in cantilever overload. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device likely fractured via overloading.

Event description:
It is reported that during the procedure while putting in the cage and blades, the draw rod broke inside the cage when the surgeon tried to disengage the draw rod. Another instrument was used to remove the rod. There were no fragments, no adverse consequences to the patient is reported.